Event description:
A physician reported a pt who received her first skin test in the left forearm on 16 dec 97. About the middle of jan 98, (exact date not known), the pt stated the test site became red and inflamed. On 3 feb 98, the pt phoned the physician's office and reported the symptoms. On 4 feb 98, the physician examined the pt and observed that the test site was red, indurated and inflammed. The physician diagnosed a hypersensitivity to the collagen test implant, and prescribed a medrol dosepak on that day. As of 18 feb 98, the physician had no further plans for medical or surgical intervention.